Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of to main tube. The wire insulation was not damaged, and the instrument failed an electrical continuity test. Components adjacent to the dislodged wire do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the fenestrated bipolar cable had broken. Customer then replaced it with another one and shortly after replacing it we noticed that the second fenestrated bipolar cable had also broken. Customer was unsure why they both broke, they weren't used inappropriately so we don't believe it was user caused. Customer stated both instruments were removed and tagged as broken and sent to sterile processing department (spd). Unknown procedure outcome with unknown reported injury.